Event description:
It was reported that the package was damaged. Risk of unsterility. Two tears were noted in the sterile packaging. No pt involvement.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of reyd1044 showed no other similar product complaint(s) from these lot numbers.